Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) old female patient who had essure (batch no. 706577,50512828) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included levonorgestrel (mirena). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), allergy to metals ("nickel allergy"), fibromyalgia ("fibromyalgia"), adrenogenital syndrome ("congenital adrenal hyperplasia"), psychological trauma ("psych injury"), headache ("headaches"), migraine ("migraine") and gastrointestinal disorder ("gi conditions") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (laparoscopic bilateral salpingectomies and removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, back pain, allergy to metals, fibromyalgia, adrenogenital syndrome, psychological trauma, headache, migraine, weight increased, hormone level abnormal and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain, adrenogenital syndrome, allergy to metals, back pain, fibromyalgia, gastrointestinal disorder, headache, hormone level abnormal, migraine, pelvic pain, psychological trauma and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test-(unspecified) results: not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2020: medical record received. Case became incident. Removal details added. Product, patient & reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 27-year-old female patient who had essure (batch no. 706577, 50512828-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included levonorgestrel (mirena). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), allergy to metals ("nickel allergy"), fibromyalgia ("fibromyalgia"), adrenogenital syndrome ("congenital adrenal hyperplasia"), psychological trauma ("psych injury"), headache ("headaches"), migraine ("migraine") and gastrointestinal disorder ("gi conditions") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (laparoscopic bilateral salpingectomies and removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, back pain, allergy to metals, fibromyalgia, adrenogenital syndrome, psychological trauma, headache, migraine, weight increased, hormone level abnormal and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain, adrenogenital syndrome, allergy to metals, back pain, fibromyalgia, gastrointestinal disorder, headache, hormone level abnormal, migraine, pelvic pain, psychological trauma and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test-(unspecified) results: not provided. Lot # reported (50512828) is not valid lot number:706577 manufacturing date: 2010/01 , expiration date:2013/01 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-apr-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.